Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative reporting that the outcome was resolved on (B)(6)2019.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot#: 0209655906, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported efficacy decreased of stimulation and decrease of stimulation sensibility. Return of urinary urgencies with leaks during night. No pain at neurostimulator site and no sign of infection in neurostimulator pocket. Factors that may have led or contributed to the issue was that the patient was hospitalized for depression in context of chronic pain due to fibromyalgia. Actions taken included a reprogramming done. The issue was not resolved and remains ongoing. Investigator mentioned that patient did not have a follow up visit since (B)(6) 2019, as they were hospitalized due to depression (not linked to device/therapy) several times. The investigator assessed the event as not serious, not related to procedure, not related to device components, related to the stimulation. Relevant medical history includes neurologic urinary incontinence since 2010.